Manufacturer narrative:
Upon further investigation, a redaction to this report is required. The new information indicates that although the patient expired, there is no allegation an edwards device caused or contributed to the death. It should be noted that the initial 20mm s3 ultra was implanted well with no reported valve dysfunction. The cause of death was ultimately from worsening mental status, a rising creatinine, hypercarbia, and increasing respiratory distress. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the events.

Event description:
As reported from patient support, a care advocate called this morning in response to receiving the patient's implant ID card. Advocate called to let edwards know that the patient passed away 38 days post tavr procedure. When asked for cause of death, the advocate stated, "the valve did not do well." After asking for clarification, the advocate mentioned that they "had information in an envelope but has not opened it yet." The advocate explained that the implanting physician did not tell them that the valve did not do well and that they are not complaining about the doctors or the valve. The advocate further explained that the patient had been discharged to a rehab facility after tavr and then later readmitted to the hospital. The patient was subsequently in and out of the hospital and passed away at the hospital.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.